Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during an open liver resection. When attempting to staple the portal vein, the handle of the device could not be squeezed. The tissue was grasped and the green button was pushed, but the instrument did not fire. There was no difficulty loading the device. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.